Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range and alarms could not be cleared. Customer¿s blood glucose was 304 mg/dl. Customer reverted to manual injections for insulin therapy.